Event description:
It was reported that the patient underwent a gynecological procedure and a mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted concurrently with abdominal sacrocolpopexy, halban procedure, paravaginal repair, modified burch urethropexy, rectocele repair and cystoscopy due to sui & pop. It was reported that patient underwent enterocele repair, posterior repair with tutoplast with perineoplasty on (B)(6) 2007. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 3/9/2016.(B)(4): it was reported that following insertion the patient experienced infection, urinary/bowel problems, fistulae and recurrence. No additional information was provided.(B)(4).